Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an out of range shock lead impedance was noted for the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD). It was reported that during follow up checks, the impedance was in range. The clinician reportedly planned to continue to monitor the patient. No adverse patient effects were reported. The rv lead and ICD remain in service.